Event description:
A serious adverse event has been reported for patient (B)(6), order no: (B)(4) at (B)(6) within the (B)(6) study. Sudden cardiac arrest at day 6 post-op despite very good recovery. Patient's death date: (B)(6) 2022. No device deficiencies reported at end of procedure, device assessment confirms device deployment acceptable. Patient outcome: "patient died."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay pro fenestrated custom-made device. The custom made relay pro fenestrated device is not marketed in the us, however it is similar to the relay pro thoracic stent graft system approved for sale in the us ((B)(4)). The event occurred in the (B)(6).

Event description:
A serious adverse event has been reported for patient (B)(6) - order no: (B)(6) at manchester within the tiger study. Sudden cardiac arrest at day 6 post-op despite very good recovery. Patient's death date: (B)(6) 2022. No device deficiencies reported at end of procedure, device assessment confirms device deployment acceptable. Patient outcome - "patient died."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay pro fenestrated custom-made device. The custom made relay pro fenestrated device is not marketed in the us, however it is similar to the relay pro thoracic stent graft system approved for sale in the us ((B)(6)). The event occurred in the UK.